Event description:
It was reported that the metal broke. A guidezilla ii was used in a percutaneous coronary intervention procedure. However, it was noted that the metal broke away from the guide. No complications reported and the patient is ok.